Manufacturer narrative:
B5. Describe event or problem: correction: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, a picture by the customer was provided. The picture shows that the fiber body was broken and being held together by the fiber jacket, therefore the reported clinical observation was able to be confirmed. Unknown factors likely contributed to the reported difficulties; therefore, the most probable cause of the reported issues was not able to be determined. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Hold the fiber tip to a nonreflective surface and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a ureteroscopy with laser lithotripsy, a fiber was broken. The procedure was rescheduled. There were no patient complications.

Event description:
It was reported that during a ureteroscopy with laser lithotripsy, a fiber was broken. The procedure was rescheduled. There were no patient complications. This event is being reported for aborted/cancelled procedure with or unknown sedation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.